Manufacturer narrative:
A ge rep evaluated the system and retapped the isolation transformer to accommodate the customer's electrical power supply. System operates as intended.

Event description:
Customer reported that when setting up the c-arm for a case, the workstation began alarming when it was plugged into the wall power outlet. The system would not boot up, and displayed a high capacity disk error message. No pt injury was reported.